Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 6 years and 9 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2011. It was reported that the patient¿s system controller received low speed advisory alarms. The patient remained asymptomatic when the alarm occured. Log file analysis completed by the manufacturer¿s technical services representative revealed 11 low speed advisories. Speed drops were as low as 4690 rpm. These issues only appear to be occurring while the vad is connected to the power module. X-rays images were taken and a distal end percutaneous lead (driveline) repair was performed on (B)(6) 2018. A log file was submitted after the repair and the log revealed 3 low speed operations and 5 pump stoppages while the patient was connected to a power module. The patient was provided two ungrounded power module patient cable for power module support. No additional information was provided.

Manufacturer narrative:
The evaluation of the replaced external portion of the driveline (dl) did not confirm an issue that could have contributed to the reported low speed and pump stoppage events captured in the submitted log file. A distal end driveline replacement was performed and approximately 21 inches of the external portion/distal end of the driveline was returned. Rescue tape was observed 1.5 inches through 4.5 inches and 15 inches through 18.5 inches from the metal connector. An electrical continuity test of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the rescue tape, damage to the silicone jacket was observed 2.5 inches, 16 inches and 18 inches from the metal connector. Additionally, shield breakdown was observed throughout the length of the driveline. The shielding was removed and examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.